Event description:
The item had been broken on the hexagon point by a surgeon while he did a spine case on l2.

Manufacturer narrative:
Product investigation is underway. Investigation results will be provided in a supplemental MDR report.